Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had device screen blacked out. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had black screen. A field service engineer (fse) inspected the station and verified that the mains power was ok. The issue was isolated to a failed half height (hh) drawer controller 3.1, which caused a cascading failure to the pyxibus module controller (pmc). Replacements were installed, and the operation was tested in the hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.